Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test reservoir units left matches properly to the units left in the pump status screen noted. There was no moisture damage found inside the reservoir compartment noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 79mg/dl. The customer states their levels have gone as high as 494mg/dl. The customer states the reservoir was removed and insulin was felt as if there was a leak. Troubleshooting was conducted. The pump was able to pass the displacement test. The customer was advised the pump would be replaced and returned for analysis.